Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump skipped load step and went to prime step after rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/02/2014 with the following findings: a review of the pump history showed a ¿no cartridge detected¿ alarm. No "no cartridge detected" alarms occured during investigation the pump performed rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be within specifications. The pump was opened to inspect the force sensor flex and the trace was found to be cracked at the pin.